Event description:
An elderly male pt has been tested many times over the past year (exact dates unavailable) using the assay. In the spring, the pt's psa result was 35 ng/ml and in august, the pt's psa result was 65 ng/ml. The physician did not believe the 65 ng/ml result and sent a sample to another clinic for testing. The psa result was 1.8 ng/ml. The pt had a biopsy performed some time ago but the reporting individual did not believe it was as a result of the psa results. The pt was subsequently diagnosed with chronic prostatitis. No testing was performed as the kit lot number was not known, and no sample was returned for eval.